Manufacturer narrative:
Device not available for return. Investigation in process but not yet complete.

Event description:
A surgeon was using one of our drill bits, drill guide and the trocar. The pt was burned in the corner of the mouth.